Event description:
The patient was seen on 06/05/2015 for routine reprogramming. The patient has been having trouble charging. The company representative was able to sustain charging with 0 bars but nothing better than that. The implantable neurostimulator (ins) was a little deep and tilted in the pocket, and hard to feel. There was a lot of swelling at the pocket site since the ins replacement but no oozing. At the time of ins replacement, there was a small seroma in the pocket. The patient was seen by her doctor on (B)(6) 2015 to look at the pocket. There was some suspicions of infection so the patient was started on antibiotics. The doctor wanted to wait a week and see how the patient does on antibiotics, patient¿s next appointment is on (B)(6) 2015. The doctor may aspirate the pocket to do further investigation in the future. The patient¿s ins discharged since (B)(6) 2015 because she is not able to effectively charge. It was noted the patient does have paraplegia. On (B)(6) 2015 the patient had aborted temp message. On (B)(6) 2015 the patient did obtain 2 coupling bars and after that the unit (recharger) shut off and has been unresponsive since. The recharger was giving off a low beeping sound. The low beeping sounds occurred in the office at the patient¿s appointment. The recharger was charged but locked up, non-responsive, and has a blank screen. The company representative used their recharger and had successful communication with max of 2. A successful reset was performed on the patient¿s recharger. The recharger was not returned. At the patient¿s appointment the doctor did aspirate a small amount of blood, and there was still a little concern about infection. The ins was 25% charged and charging was attempted with success. The patient still has some swelling at the site and they feel the ins may be implanted too deep. Additional information has been requested to find out the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Explant dated updated to reflect implantable neurostimulator (ins) removal on 2015 (B)(6). (B)(4).

Manufacturer narrative:
Concomitant: product ID 97740, serial# (B)(4). Product type programmer, patient. Product ID 97754, serial# (B)(4), product type recharger. Product ID 3708360, serial# (B)(4), implanted: 2008-(B)(6), product type extension. Product ID 3998. Lot# v013837. Implanted: 2008-(B)(6), product type lead. Product ID 3708360, serial# (B)(4), implanted: 2008-(B)(6)., product type extension. Product ID 97754, serial# (B)(4), product type recharger. (B)(4).

Event description:
Additional information received reported that the patient was scheduled for a pocket revision on (B)(6) 2015. The physician was concerned with the appearance of the pocket, removed the implantable neurostimulator (ins), and cut partial amounts of the extensions. Cultures were sent, and the results of the cultures were unknown at the time of follow up. The plan is to re-implant once the patient is healed and clear of infection. If additional information is received, a follow up report will be sent.